Event description:
A customer reported experiencing recurring occlusion alarms on their insulin pump for about a month. The customers blood glucose (bg) level was displayed as "high," no specific value and the customer was unsure of the date. Elevated bg was addressed with a manual correction injection. Infusion sets and cartridges were changed to address the alarms. The customer successfully resumed insulin.